Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported display issue and subsequent delay remain unknown.

Event description:
During a premature ventricular contraction procedure, electrograms could not be seen which caused a delay. Signals were not visible on mapping system or the non-abbott system (pruka). Connections were checked and the tactisys, amplifier, mapping system and study were restarted with no resolution. The catheter was then exchanged, and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Correction:g1: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The catheter was successfully connected to a test box, and the tip electrode displayed an acceptable resistance value while the shaft was undeflected, deflected, and manipulated. No open or short circuits were detected during electrical testing. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Manufacturer narrative:
Corrected data: b5, d1, d3, d4, g1, g3, h2.

Event description:
Follow-up report needed to address corrected product information.